Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00031 to provide the return sample evaluation results. The sheath and dilator were returned for further evaluation. A visual examination of the return sample revealed that both the inner and outer layer of the sheath were completely separated starting at approx. 21cm from hub. The inner transparent layer was noticed to be around the metal coil. A kink was noticed on the distal portion at about 2 cm from the break point. The edges of separated areas of sheath appeared jagged and stretched. The exposed inner coil was noted to be stretched as well. A review of the device history record did not reveal any related issues during the manufacturing process. A search of the complaint handling database confirmed there have been no previous reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the damage noted on the device is consistent with the device having been pulled against heavy resistance such as calcification, scar tissue, or tortuous anatomy. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2015-00031 to provide the return sample evaluation results.

Event description:
The user facility reported sheath separation during a procedure. Follow up communication with the user facility reported the following information: a vascular graft in the right side common femoral and right iliac was being conducted; normal procedural progression used to take abdominal aortagram with pigtail catheter; lesion located in the left lower extremity; after wire was placed in the left sfa, a destination was attempted to go up and over bifurcation; at the bifurcation, resistance was felt and the guide sheath would not progress; it was removed, only the dilator was used now to go up and over; it passed, and was removed: a guide sheath was then attempted again; it would not progress pass bifurcation; when the guide sheath was when removing the guide sheath, the physician felt the device separate, it was removed; a 25cm sheath was then used and they were able to finish the procedure; and the patient was reported in stable condition.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of user facility information and the retention sample from the involved product code/lot number combination and the surrounding lots. Although there were two guiding sheaths used, this report is to address the issue of the sheath separation. A visual examination of the reserve samples was conducted, no visual anomalies were noted. In addition, dimensional and functional testing confirmed the product met manufacturing specification. A review of the device history record did not reveal any related issues during the manufacturing process. A search of the complaint handling database confirmed there have been no previous reports for the reported part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the damage noted on the device is consistent with the device having been pulled against heavy resistance such as calcification, scar tissue, or tortuous anatomy. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Actual device not returned.